Event description:
A nurse reported during an intraocular lens implant procedure, foreign body was noticed on the optic, which was quite adhered to the optic and was not able to be aspirated so surgeon left the lens inside. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The received photo shows what appears to be an implanted iol on a monitor screen, there appears to be a mark/material near the centre of the optic. The exact location of the mark/material cannot be confirmed. Based on our observation of the attached photo, there is foreign material/mark on the iol. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).